Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. The data logs confirmed the reported failure mode. The console unexpected reboot when running an impella cp on ac power. There were no abnormal log entries before or after the unexpected reboot. The console was able to resume patient support (previous p-level) within 2 minutes 30 seconds after one hard reboot. Device analysis: the console was tested in collaboration with field service in (B)(6), but the failure mode was not reproduced. The power battery manager circuit board¿s efficient power conversion supply was within normal range for battery and ac mains operation. Console was run for 24 hours with known-good pump and purge, but no unexpected reboot was reproduced. The root cause of the unexpected reboot was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the console show an alarm "unexpected console shutdown". The controller was turned off, then controller turned on and runs without problems. No further alarms. Since then, no impella connect connection. No harm was done to the patient and the product was returned for investigation.